Event description:
It was reported that during the implant procedure, oversensing and noise were heard in the pocket. The device was taken out of the pocket, the leads wiped down and reinserted and the noise was heard again. The physician elected to use a different device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.